Event description:
Report received of an over-delivery of dilaudid. It was reported that the patient was moved to the ICU but that the patient was "okay". The initial report was that the hospital suspected user eror. Multiple unsuccessful attempts have been made to obtain further information from the customer. If futher information is received, it will be submitted in a follow-up report.

Event description:
Further info was received from the customer. It was reported that the overdose event with the pt was the result of operator error in programming the pump with the wrong drug concentration. The medication being administered was dilaudid 0.1mg/ml concentration, but the pump was programmed with a drug concentration of 1mg/ml. The pt reportedly received 10 times the amount of medication that was ordered. The customer contact could not recall the rest of the pump settings, or how much medication the pt actually received or in what time frame. The customer contact could not recall what effect the overdose had on the pt, but that the pt was treated with an unspecified amount of narcan.